Event description:
It was reported that in gastroenterology, difficulty was met during removal of the swg from the catheter after being placed in the patient's internal jugular vein. As a result, the swg unraveled. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.